Manufacturer narrative:
Narrative: a field service engineer performed an on-site examination of the iolmaster 500. No deviations form specifications were found. Per the reporting site, eye drops were administered and a contact tonometer measurement was performed prior to the biometry measurement. The user manual states "caution-risk of measuring errors....avoid the use of eye drops prior to measurement, as they may lead to incorrect results, in particular in the measurement of corneal curvature...do not perform any contact measurements or examinations in which the eye is touched. They may result in incorrect readings, particularly for axial length and corneal curvature measurements. Contact measurements should only be performed after the patient is measured with the iolmaster.

Event description:
The site reported the following: the post refractive outcome for left eye cataract surgery with intraocular lens (iol) implantation differed by +2.25 diopters from the target refraction. The healthcare professional made a decision to exchange the iol. The follow-up surgical procedure was performed on (B)(6) 2015. The healthcare professional had administered eye drops and performed a contact tonometer measure prior to the original biometry measurements. The iolmaster 500 was used for the original biometry measurements and iol calculations.